Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that his cartridge leaked while he was filling the cartridge. No adverse event reported. Cartridge cannot be returned because it has been discarded.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.